Event description:
It was reported that during the third day of iabp therapy, the pump experienced high pressure and helium loss alarms. Blood was observed entering the helium tubing. The iab was removed and a replacement was not required. There were no pt complications.